Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent power, which was confirmed and reproduced during evaluation. The device had intermittent power, which caused the unit to turn off. This symptom was found to be caused by a failed power adaptor. The failed power adapter was replaced.

Event description:
It was reported that a spectrum pump had intermittent power. It was also reported there was no patient involvement.